Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following information: "adverse events associated with the use of carpentier-edwards perimount pericardial bioprostheses compiled from the literature and from reports received through the product surveillance system in accordance with the united states (federal) regulations establishing good manufacturing practices, section 820.198, include stenosis, regurgitation through an incompetent valve, perivalvular leak, endocarditis, hemolysis, thromboembolism, thrombotic obstruction, bleeding diatheses related to the use of anticoagulant therapy, and malfunctions of the valve due to distortion at implant, fracture of the elgiloy wireform, or physical or chemical deterioration of valve components. Types of tissue deterioration include infection, calcification, thickening, perforation, degeneration, suture abrasion, instrument trauma, and leaflet detachment from the valve stent posts. These complications may present clinically as abnormal heart murmur, shortness of breath, exercise intolerance, dyspnea, orthopnea, anemia, fever, arrhythmia, hemorrhage, transient ischemic attack, stroke, paralysis, low cardiac output, pulmonary edema, congestive heart failure, cardiac failure, and myocardial infarct." Prosthesis structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 23mm bioprosthetic aortic valve, implanted 8 years and 10 months ago, underwent transcatheter aortic valve replacement (tavr) due to stenosis. The tavr was performed successfully with a 23mm 9600tfx valve. The patient tolerated the procedure well and was returned to the cardiac holding room in stable condition without difficulty. Patient was stable post procedure.

Event description:
Pre-procedure echo evaluation showed failure of the prosthesis with a flail leaflet and the other two leaflets were immobile. Patient was discharged on pod# two.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.